Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/27/2021. H.6. Investigation: customer returned (11) shelf cartons for bd pen needles from lot# 7346756. The customer reported that no expiration date was printed on the packaging. All 11 returned shelf cartons were examined, and no evidence of manufacturing defect was observed. As per manufacturing, expiration dates were not printed on shelf cartons until april 2018. Lot# 7346756 was manufactured in december 2017, therefore, no expiration date would have been printed on the shelf carton. A manufacturing defect could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that pen ndl 31g 8mm 90 count mail order only was missing the expiration date. The following information was provided by the initial reporter: material no: 320881 batch no: 7346756. It was reported that there was no expiration date printed on the packaging.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31g 8mm 90 count mail order only was missing the expiration date. The following information was provided by the initial reporter: material no: 320881, batch no: 7346756. It was reported that there was no expiration date printed on the packaging.